Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on the correct way to press the button, which successfully turned on the pump display, and the customer acknowledged that the button was now functioning as intended.